Event description:
The patient was undergoing a coil embolization procedure using a pod4 coil. During the procedure, the pod4 would not advance through the microcatheter and was removed. The procedure continued using the same microcatheter, a new pod4 coil, and additional ruby coils. There was no report of any adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.